Event description:
The hospital reported that the hst iii system (3.8mm) would not release from the holder when they squeezed the side handles, pushed up, let go, and pulled back. The device failed to load. A new device was used. No delays. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected section: h6- medical device ¿ problem code - code corrected to " 2183." The device was returned to the factory for evaluation on 07/28/2023. An investigation was conducted on 08/02/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned place inside the loading device, indicating an attempt was made to load the device, and removed from the loading device with no difficulty. The tube of the delivery device was observed to be dented. The blue slide lock was off and the white plunger was depressed. The seal was observed inside the loading device separated from the tension spring. The seal and tension spring assembly were removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.475 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem", as well as the analyzed failure "premature deployment" were confirmed. The lot#: 3000312209 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (3.8mm) would not release from the holder when they squeezed the side handles, pushed up, let go, and pulled back.